Event description:
It was reported there was an issue with the listed equipment. The belief is that when the protective sheath was removed from the needle electrode, the needle was dislodged resulting in an arc from the cautery. Result was a 0.75 cm circumferential superficial burn at oral commissure to a (B)(6) female.

Manufacturer narrative:
Investigation is still being conducted.